Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has a patient circuit blocked. The customer reported the device was not in use on patient.

Manufacturer narrative:
The field service engineer replaced the flow sensor assembly and the motor controller board to address the reported problem.

Manufacturer narrative:
Updated.